Event description:
Malfunction of ventriculo-peritoneal shunt causing "head swelling." Shunt placed 3/30/94, to treat hydrocephalus (meningomyelocele). At time of removal shunt was found to be blocked.